Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No blank display or low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she has been having problems with her pump and she would also like to upload the data for her doctor to see with carelink. Yesterday she changed the battery twice. This morning it was completely off. The customer changed the battery again and she has been having high blood glucose. The customer stated that she does not think the pump is working. The blood glucose was 450mg/dl at night and it was 311mg/dl this morning. Previously blood glucose was 422mg/dl, 417mg/dl, 337mg/dl. The customer has not had lower blood glucose than 300mg/dl. The customer also had power loss, replace battery, fill cannula insert battery, patient¿s current blood glucose was 311 mg/dl. The customer bolus with the pump. The customer was advised to take her blood glucose now but had not eaten yet. Blood glucose nor was 211mg/dl. The customer treated it with the pump. Based on customer report customer does not allege pump was under delivering. They performed displacement test and the pump passed. The pump also passed high pressure test. The insulin pump will be returned for analysis.